Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/17/2025. An investigation was conducted on 02/19/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was not confirmed. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope is fogged up/blind, a new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.